Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased escape and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to verify lost sensor alarm due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was 161 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.